Event description:
The user facility reported that the glidewire coating was "sheared" during an interventional procedure in the patient's leg. Follow-up information confirmed: a glidewire / 5 fr catheter "combo" were used to cross the lesion; initial difficulty was encountered after the physician removed the original catheter and was trying to advance a balloon catheter past the "approximate mid-point of the glidewire"; the glidewire was then removed and the damaged section of coating was observed; the procedure was completed successfully with a second glidewire; and the event "did not cause any issues with the patient."

Manufacturer narrative:
Results and conclusions - is based upon evaluation of user facility information and the returned sample. The involved sample was returned for evaluation by the manufacturing facility. Examination of the returned sample confirmed that a portion of the polyurethane coating had been damaged and rolled back partially exposing the core wire. The appearance of the returned sample is consistent with damage to the glidewire's polyurethane coating due to manipulation of the guidewire against a metal or other sharp surface during the procedure. The instructions-for-use do address the potential for such an event. The warnings/precautions section states that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow up.